Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 under general anesthesia and the patient was re-implanted with another cochlear device during the same surgery.